Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that impedances were out of range on electrodes 10 and 11. There were no known factors that might have led or contributed to the issue. In the end, the patient was not currently using the electrodes, so the issue was noted to be resolved at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.